Event description:
It was reported that staff told the biomed that the device had locked up with a self test error message. The device was restored to service and is now functioning normally. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.